Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum the nurse found that blood was leaking from the isolation plug after the needle core was successfully withdrawn by puncture, and the indwelling needle was immediately withdrawn after discovery.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review lot# 4052015. 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: (B)(4) pcs retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.